Event description:
1 1/2 hours into pt dialysis treatment a leak is reported due to a crack in the arterial monitor line luer connector. Pt's blood was returned and a new line was set up for continuation of treatment. No pt injury or need for medical intervention is reported. MDR is filed for ebl = 125cc.